Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the scrotum. It was also reported there was an opened wound. The pump was visible through a hole in the scrotum. The ipp was explanted and replaced with a malleable device. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the scrotum. It was also reported there was an opened wound. The pump was visible through a hole in the scrotum. The ipp was explanted and replaced with a malleable device. There were no additional patient complications.